Manufacturer narrative:
During the field service technician's inspection of internal components, a small flame was observed originating from the power distribution pc board assembly. The board assembly was replaced. The rover passed all safety and functional testing, and was returned to use.

Event description:
It was reported that during an evaluation conducted by a manufacturer field service technician, the rover began smoking when activated. This event did not occur during a surgical procedure, so there was no patient involvement. No user injury was reported, and no other adverse consequences were alleged with this event.